Event description:
It was reported that the lens was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This occurred with four lenses. This report references lens 2 of 4. Ref. MDR # 1313525-2015-00221 for lens 1 of 4. Ref. MDR # 1313525-2015-00223 for lens 3 of 4. Ref. MDR # 1313525-2015-00224 for lens 4 of 4.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.